Event description:
On (b)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using Maxcore instrument. During the procedure, the instrument outer cannula allegedly could not be fired. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (b)(6) 2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using a Maxcore device. During the procedure, the outer cannula of the device can't be fired. It was further reported that the firing button was a bit stuck but still can be pressed. Reportedly, no external force was applied when the issue occurred. Approximately one minute later, a tissue sample was successfully retrieved. Furthermore, the inner cannula deployed as intended and that the rear trigger could be depressed. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: As the lot number for the device was provided, a review of the Device History Records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria. Investigation Summary: Two 16G MaxCore Disposable Core Biopsy Instruments were received for evaluation. During visual inspection, both devices were received without a needle protector and without the yellow guard attached to the needle. The devices appeared to contain residue throughout and were received in a partially primed condition, with the top slide pulled back. No visual anomalies were observed on either device. Functional testing was performed on both devices. Each device was fully primed without issue and subsequently tested by cocking and firing the device three times into a chicken breast using each trigger, for a total of six tests per device. Both devices primed and fired properly throughout testing. All six tissue samples were successfully collected from each device without any issues. One electronic photo was provided and reviewed. The photo shows one Maxcore device in half primed position placed inside a device package which was wrapped by a surgical tape. The photo also shows the product labeling information which matches and verifies with TW details. Based on the photo review, the reported event cannot be confirmed for one device. Therefore, the investigation is unconfirmed for the reported failure to fire as both devices were able to be fully primed and fired successfully during functional testing and were able to collect tissue samples without issue. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required.B5, D4 (Unique Identifier (UDI) #), E1, G3 H6 (Method, Result, Conclusion).Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.